Event description:
It was reported that the implantable cardioverter defibrillators (ICD) device was explanted due to infection. No additional patient adverse effects were reported. The device is not expected to return for analysis.